Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed twiddlers syndrome and the left ventricular lead dislodged. The lead was successfully repositioned. On (B)(6) 2014 lead dislodgement was noted again. No further intervention has been reported.